Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope system had a loose connection. The issue was found during a laparoscopic pelvic lymphadenectomy procedure. The procedure was successfully completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d9, h2, h3, h4, h6, h10, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: 3d image has defects or is not displayed and the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 3d image has defects or is not displayed due to video cable broken and the fibre bonding in the outer tube area (distal end) is damaged due to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope system had a loose connection. The issue was found during a laparoscopic pelvic lymphadenectomy procedure. The procedure was successfully completed with the same device. There were no reports of patient harm.